Manufacturer narrative:
(B)(4). Adverse event term: pulmonary embolism.

Event description:
The site contacted berlin heart (B)(4) on (B)(6) 2019 to report a patient supported on the excor blood pump in bivad configuration had a pulmonary embolism on (B)(6) 2019. The right side pump was changed on (B)(6) 2019 due to a deposit in the outflow valve. The next day, patient required intubation due to the development of the pulmonary embolism, where one of the patient's lungs was completely obstructed.